Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 10/01/2019. Device returned to manufacturer: yes . Device evaluation: the complaint product was received in its original packaging with the wheel case insert and a cartridge was also in the box. Visual inspection at microscope magnification was performed: lubricant material residues and loose particles can be observed in the lens surface and in the cartridge. The cartridge looks in god condition. The lens has one of the haptic broken and the other looks slightly distorted, which could be related to the removal process. Due to the conditions in which the sample returned the reported issue could not be verified. Based in the analysis product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision inc. Has been submitted.

Event description:
It was reported that a model za9003 23.0 diopter intraocular lens (iol) was unable to unfold. Through follow up, customer confirmed the lens did not unfold, there was also a folding issue, no incision enlargement, no serious injury, no suture(s), and there was no vitrectomy. The same procedure was completed successfully using backup lens with the same model diopter size. No additional information was provided to johnson & johnson surgical vision.